Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that prior to CT contrast administration, the device had been aspirated for blood, vigorously flushed (as per device recommendations) and that recommended device rates of administration and pressures had not been exceeded. The nursing staff followed the local extravasation policy and tried to bleed out the contrast, removed the device, applied ice, compression and elevation. It is unknown if the implicated product is a bard powerglide or bd nexiva even though it was believed to be a bard powerglide by the nursing staff. It is unknown how long the device had been in situ. There was no adverse outcome for the patient.